Manufacturer narrative:
(B)(4). Device evaluation:the customer reported broken cable was confirmed during evaluation by technical services. The cause was determined to be a broken power cord and the power cord was replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.